Manufacturer narrative:
(B)(4). Location : hospital. This part is not approved for use in the united states; however, a like device catalog # 54840004530, 510k # k091974 was cleared in the united states.

Event description:
It was reported that a patient with a metastatic tumor at t6 underwent a posterior decompression fusion surgery at t2-t9. One day post-op, the patient reportedly "developed paralysis due to screw(s) that penetrated the spinal canal" at the t2 level. It was confirmed that the initial surgery was completed uneventfully and screw penetration into the spinal canal was not noticed intraoperatively. The screws reportedly penetrated 2/3 of the spinal canal. The patient¿s degree of paralysis was reported as "back pain and paralysis of both lower extremities". The revision surgery was performed the day after the initial procedure to remove the concerned screws. During the revision surgery, penetrated screws were removed and fusion was conducted again at t3-t9. Six days post-revision, back pain was relieved and paralysis resolved a bit but loss of muscle strength was reportedly observed. No further information regarding the patient¿s status could be obtained. Per the report, "this is a human error case and no further information is expected from the surgeon".

Manufacturer narrative:
.